Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was severe calcification in the aortic neck. It was reported that after the bifurcated stent graft was implanted there was a type 1 endoleak. The physician believes that there was a shelf of calcium which contributed to the type I endoleak. The endoleak was resolved by placement of an aneurx aortic cuff. No additional clinical sequelae were reported and pt is fine.

Manufacturer narrative:
Conclusion: (severe calcification). Secondary intervention.